Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s. Agent notified on: (B)(4) 2013. Manufacturing site evaluation: samples rec'd: 1 open unit. Reviewed the batch manufacturing record, this product had a normal process and results during the process. There are no previous complaints of this code/batch. We have rec'd 1 open sample with the needle detached from the thread (thread was still wound on the support). Without any closed sample we cannot carry out a root cause analysis. Needle attachment results conducted on the statistical quality control from OEM samples fulfils OEM requirements. The complaint is justified for isolated detached needle, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6) . Detachment of the needle at the outlet of the blister.